Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that station resulted a failed drawer. A field service engineer found that plunger not seated properly into inseparable latch and reseated correctly. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that when using the pyxis medstation es system resulted a failed drawer. During device inspection, a field service engineer found that a full height cubie drawer not opening freely during recovery. There were no adverse events or injuries reported based on this event.